Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The dealer states, the remote raises and lowers the foot section, but doesn't stop when the button is released.